Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, an error code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs to be address the issue. Air foam inlet filter will be replaced due to preventive maintenance.